Event description:
It is reported that surgery was delayed 1 hour when the tip broke off the cobb elevator, the tip was retrieved from the pt.

Manufacturer narrative:
Evaluation summary: the returned cobb elevator appears to have been manipulated in the field. The tip of the instrument is ground flat and does not match the print profile. The reason for this is unknown. This operation could have induced stresses at the weaker section of the instrument which is at the tip. Close examination of the fractured surface reveals brittle fracture originating at the under surface of the tip. Improper use could be the probable reason for the fracture but cannot be confirmed with the available info. As returned, the distal end of the elevator has fractured off the device. The fracture occurred at approximately the narrowest section of the shaft near the rounded head of the device. The fractured section was return for review. A trail fit of the fractured section to the body of the device indicates the whole device was returned. The device has a potential age of approximately 24 yrs.